Event description:
A malfunction alarm was reported with a specific malfunction code that was not resettable, requiring pump replacement. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued uninterrupted. Technical support confirmed the shipping address and directed the customer to return the pump using a pre-paid label after putting it into storage mode.